Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out as controls run prior to the event were within range. The field service engineer went on site again and performed an instrument check. The instrument check was acceptable. No further issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample from patient 1 initially resulted in a troponin t value of 98.1 pg/ml and it repeated as 6.75 pg/ml. The second sample from patient 1 was tested twice and each time resulted in a troponin t value of 77 pg/ml. On (B)(6) 2023, this sample was repeated twice, each time resulting in a value of 33 pg/ml. Two additional values were provided for patient 1, but it is not known if these measurements were performed with the first sample, the second sample, or a different sample collected from this patient. The troponin t measurements were 7.64 pg/ml and 7.76 pg/ml. A sample from a second patient initially resulted in a troponin t value of 274 pg/ml and it repeated as 29.9 pg/ml. A sample from a third patient was centrifuged twice and initially resulted in a tropoonin t value of 54.50 pg/ml. This sample was repeated after two hours and the result was 16.90 pg/ml. A sample from a fourth patient was centrifuged twice and initially resulted in a tropoonin t value of 365 pg/ml. This sample was repeated twice, resulting in values of 43.9 pg/ml and 56.7 pg/ml.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The field service engineer performed an instrument check twice, but these were not acceptable. The customer performed precision studies. The investigation is ongoing.

Manufacturer narrative:
The investigation findings coding has been updated.